Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Technical support assisted with resetting the device¿s ble, and the device was recovered successfully.

Event description:
Additional information received indicated bluetooth low energy (ble) telemetry was later restored on the device. The patient was in stable condition.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. As the device functioned normally otherwise, no intervention was performed at this time. The patient was stable and will continue to be monitored.